Event description:
Event description guidant received information that this implantable ventricular lead's high voltage terminals were reversed in the header. This resulted in oversensed myopotentials and pacing inhibition. In addition, this noise resulted in the generation of 36 inapropriate episodes and the delivery of an inapropriate 31 joule shock. This noise was produced by having the patient press their hands together. The patient did not report any symptoms associated with the pacing inhibition, as they had an underlying brady rhythm. The physician verified lead reversal through invasive evaluation. The leads were correctly inserted into the device.